Event description:
On (B)(6) 2013, the reporter contacted animas, alleging receiving a loss of prime warning with multiple cartridges from different boxes over the past several months. The reporter was able to successfully prime and deliver and air bolus during trouble shooting but the loss of prime recurred twice during troubleshooting after re-priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a history of a loss of prime. The force sensor calibration was found to be out of specification. The pump did not alarm for a loss of prime during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.